Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 2.9mm inferior turbinate blade ¿cannot rotate¿ preoperatively. Once returned to the manufacturer for evaluation, it was observed that the inner blade tip was broken off¿the missing tip piece was not returned with the device. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Age at event: (B)(6) years. Sex: male. Not reuse of a single-use device. Additional information was received on june 23, 2015. It was initial use of the device in this event.